Event description:
It was reported that when using the bd pyxis¿ es server two patients' medication orders were not crossing over to pyxis. The customer stated that the affected patients were not visible on the 5west station; however, the same patients were appearing correctly on the 5east station. This issue appeared to be isolated to the 5west station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the 2 patients orders were not crossing to station. A technical support specialist dialed into the station, performed a resynchronization, and confirmed data was successfully restored. The system functioned as intended after the technical support specialist troubleshot the device.